Event description:
During a ptca procedure, the balloon ruptured. As the balloon catheter was being removed, the tip of the guide wire fractured. All pieces were retreived. Pt status is listed as "ok." Report #2125152-1996-00001.